Event description:
The patient was undergoing a thrombectomy procedure in both internal carotid (ic) arteries using the penumbra system 5max reperfusion catheter. An optimo guide catheter 9fr. Was deployed in the ica. After inserting a 5max catheter and a 3max catheter coaxially into the body, the physician experienced resistance and therefore, could not advance the 3max catheter inside the 5max catheter. The physician found that the proximal end of the 5max catheter around the hub was ovalized. The physician retrieved the catheter and used another one to complete the procedure. Physicians comment: the ovalized part was located under the y connector of the optimo 9fr. I probably over tightened the y connector.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5max catheter is kinked approximately 13.5 cm and 17.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the 3max catheter could not be advanced through the 5max catheter. The physician reported that the 5max catheter appeared to be ovalized, so the catheter was removed and replaced with another 5max catheter. The complaint also states that the y-connector might have been over tightened and caused the damage. Evaluation of the returned 5max catheter confirmed a kink in the catheter at 13.5 and 17.5 cm from the hub. It is unknown which of these kinks was the cause of the complaint however; either kink may have prevented the advancement of the 3max catheter through the lumen of the 5max catheter. This damage is consistent with over-tightening of the y-connector on the catheter shaft. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.